Manufacturer narrative:
H3: the battery and uninterruptable power supply (ups) were returned to the manufacturer for analysis. Analysis found the battery tested (51.66v) with accompanying ups for a 24hr period tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. The battery showed to have good voltage after testing at 51.75v. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, 9735787 serial/lot #: 1931, 19280366 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735773. Product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case, the system unexpectedly shutdown. They were able to complete the case with no issues. A patient was present. After the case, they noted that the system had shutdown again at a different outlet.